Event description:
It was reported that lines appeared on the pump screen, hindering the customer's ability to interact with or read the display. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.